Event description:
The patient felt stimulation in the wrong location. She visited her health care professional and an x-ray confirmed that the lead had migrated higher up her spine. A revision was scheduled. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).